Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer for evaluation. A visual inspection of the returned cycler exterior showed that the power entry module was dislodged from the rear of the cycler. The interior of the cycler showed no dried fluid within the cassette compartment and no burrs or sharp edges in the cassette area. The heater tray was removed and inspection of the front panel and pump assemblies found dried fluid on the bottom cover and within the recess of the cover adjacent to the pump. The cause of the dried fluid was not determined. The mushroom head checks passed. The ac cord input portion of the power entry module was found to be nestled within the module slot in the rear panel assembly. There were no indications of damage from electrical arcing or shorting of electrical components. The right rear panel support block was found to be dislodged. After the power entry module was replaced, the device was subjected to simulated use testing and all results passed without failures. There was no smoke or burning smell observed during the testing. The voltage check test and system air leak test passed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no issues found during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was confirmed. Although there was no observed smoke or burning smell during the testing of the returned device, an evaluation of the returned device identified that the cycler was unable to be turned on due to the ac cord input being inaccessible and an ac cord was not able to be plugged into the power entry module. The ac cord input portion was nestled within the module slot in the rear panel assembly.

Event description:
A peritoneal dialysis (pd) nurse reported that when the cycler was turned on, there was a pop noise, visible smoke, and the smell of smoke. There was a small hole observed near the power switch. There was no visible burn or heat damage on the exterior of the cycler. The power module of the power switch was reported to have been loose or had broken and became loose. There was no patient involvement. The cycler was returned to the manufacturer for physical evaluation.